Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. After reprogramming, the lead resumed normal function. The patient was stable post event and would continue to be monitored via merlin.net and in clinic normally.